Event description:
It was reported that solution did not flow out of a large volume infusor. This occurred during infusion of an unknown drug. The reporter stated that there was 50 ml of fluid left in the bladder when this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14e049 was manufactured between may 22, 2014 and may 23, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.